Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the contrast button contact was missing. The battery compartment was cracked from the threads to the case seal left of the grip pad. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim, and the contrast button contact was missing. This report is made based on results of investigation completed on 10/30/2017.